Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was tested with hene laser fixture, aim beam is visible; there was no fiber body damage or fiber body breakage identified; the fiber/glass cap is fractured distal to uv glue zone at the bevel section; the bevel edge is melted; the fiber/glass cap distal part is detached and not returned. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that, after 46,082joules of use, the fiber broke, there was a bright red light and no aiming beam. There is no indication that energy was transmitted through the fiber break observed by the physician. The fiber was exchanged and the procedure was completed utilizing the second fiber at 62,294 joules of use. Patient outcome: "ok" reported.